Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold check ,pressure and vacuum leak status failed. There was no patient involvement.

Manufacturer narrative:
Additional point of contact :(B)(6) biomedical engineer. It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold check ,pressure and vacuum leak status failed. There was no patient involvement. Repair service order (so) #(B)(4), dated 09.05.2023, for "unit fails drive manifold check" indicated that while performing a preventive maintenance (pm) the unit fails drive manifold checks: pressure and vacuum leak status, both fail. The fse replaced pn d104-00-0031, drive manifold assembly and performed the pm. Refer to pm so for checklist and details.

Event description:
N/a